Event description:
It was reported that, "the nippled tip of 2 screwdrivers broke in one case. One broke off outside of the patient wound and one broke inside of the patient. We could not find the tip in the patient, however, it may have fallen out and gotten lost outside of the patient nothing showed up under x-ray."

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation if the product is returned.